Event description:
It was reported by service report that the in-fastener shutoff magnet was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
In fastener shutoff magnet.